Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as a. Faecalis. The same isolate was identified as kerstersia gyiorum using maldi. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as a. Faecalis. The same isolate was identified as kerstersia gyiorum using maldi. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of kersteria gyiorum as alcaligenes faecalis when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4233325. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show identifications of kersteria gyiorum when using the complaint batch. It is to be noted that phoenix panel nmic/ID-307 does not have claims for kersteria gyiorum, this complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.